Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. The customer's blood glucose (bg) level was 178mg/dl. Reportedly, the customer reverted to short acting manual injections for insulin therapy and contacted their healthcare provider to obtain long acting insulin for insulin therapy.